Event description:
Customer called to report the pump's forward arm was sliding out of the driver block. Also stated the arm was pushed back in place and noticed a missing component on the driver assy. Device was not dropped, bumped, or exposed to moisture.